Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician found that the bending section rubber adhesive cracked off. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection.a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure.should additional relevant information become available, a supplemental report will be submitted.olympus will continue to monitor field performance for this device.